Event description:
This event involved a patient 26 months post heartware lvad implantation that experienced a change of power source in the controller earlier than expected. The batteries and controller were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The products were returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of all the devices revealed no signs of physical damage or contamination. Functional analysis of the batteries contained two ((B)(4)) of the three returned batteries revealed a degraded cell pair compromising the battery performance; however, the "change in power source" event could not be confirmed or replicated during functional testing. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00239 and 240) submitted for devices related to the same event.